Event description:
Crrt initiation attempted; however, fluid leak from large effluent bag at tubing connection to bag observed while inspecting primed set; priming process stopped; new filter/warmer/auto effluent primed.